Event description:
On (B)(6) 2020, a patient was undergoing a pvc ablation using the stereotaxis system. During the procedure, the site encountered an issue with advancement and retraction of the catheter using the quikcas system. Troubleshooting assistance was provided by the call center. The site replaced the quikcas unit, and during the process, the sheath had pulled out of the vessel. According to ep lab personnel, there was only a minor amount of blood loss. Once the quikcas was replaced, the physician replaced the short sheath with a long sheath, and the case was completed with no further issues. There was no injury to the patient, however, due to the delay of 30 minutes, while troubleshooting occurred, additional anesthesia and medications were given to the patient. This event was caused by issues seating the quikcas. The quikcas units were discarded, and are not available for analysis.